Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, e1, g4, h4.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device remains implanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Healthcare professional reported, a left side rupture. And "bending, due to contracture". Device remains implanted.